Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stuck in update mode. The field service engineer (fse) downloaded the reimage package to the imaging tool and successfully applied version 1.11 to the pas imaging device. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device became stuck in update mode at 7 percent and displayed the message "something did not go as planned; going back to your previous version; please keep your device on." The device remained in this state for over 30 minutes, impacting scheduled surgical procedures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.